Event description:
A hydrothermablation console unit was used during a hydrothermablation (hta) procedure. According to the complainant, during the procedure, the system froze, would not advance into next cycle, and the cassette could not be released. The display panel was "scrambled" and illegible. In addition, the unit did not advance to cool down mode. The procedure was completed with this device and there were no pt complications reported with this event.

Manufacturer narrative:
The suspect device has not been returned; therefore, a failure analysis of the complaint device could not be completed. If there is any further, relevant info from that review, a supplemental medwatch will be filed. (B)(4).